Event description:
It was reported that the caller said the stimulator has come out of the pocket twice.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2004, product type: lead. (B)(4).